Event description:
The customer reported that the screen intermittently displayed a white image when moved from ap to lateral. This resulted in a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was replaced. The system was then found to be operating as intended.